Event description:
Additional information was obtained during the investigation, specifically the device failure analysis, on 23jul2019. Reportedly, while reviewing the device, quality engineering noted that long, clear fibers were wrapped around the sheath and stopcock of the device. These fibers are indicative of delamination in this device. The inner lining of the device was not shredded, but did contain a long straight line of missing liner down the entire length of the inner lumen.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, h6 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a dimensional verification and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed sheath separation into four sections. Biomatter was noted throughout. No coil elongation was observed. The sheath tubing was not stretched, and all separations were clean and compressed, appearing manually cut. The first section included the check-flo fitting and measured 35.9cm from the distal end of the check flo. There was a longitudinal crack/cut in the sheath tubing measuring 4.2cm long, beginning at 31.7cm from the proximal fitting and extending to the separation site. The second section measured 4.4cm long and did not have surface damage. One coil exiting the proximal end was observed. The third section measured 6.2cm and did not have surface damage. A half coil exiting the distal end was also found. The fourth section included the distal tip and measures 8.6cm. The distal tip was intact, and the marker band was present. There was one coil exiting the proximal end of the fourth section. Long, clear fibers were noted wrapped around the sidearm and the distal section of the sheath. The fiber appeared to be tubing lining from the inner lumen. An endogo endoscope was used to examine the inner lumen of the sheath. There was a prominent straight line of what appears to be missing tubing material extending the entire length of the sheath tubing. The cracked section in the first segment appeared to have slightly shredded lining. It is unknown if this section was cracked off or was manually cut. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. The device is included with instructions for use (IFU), which caution, ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath. All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ regarding sheath introduction, the IFU further instruct, ¿ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced." Based on the information provided and the examination of the returned product, investigation has concluded that the device delamination failure can be attributed to inadequate quality control measures. Measures are being conducted to address this failure mode. Investigation has also concluded that the device separation failure is likely due to the patient¿s reportedly scarred and tortuous anatomy, and to the performing physician¿s failure to insert the inner dilator prior to device removal. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown healthcare professional. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an interventional procedure of the superficial femoral artery, involving a (B)(6) year-old female patient, a flexor high-flex ansel guiding sheath uncoiled and separated on the shaft into multiple pieces upon removal of the device. Access was obtained in the right common femoral artery for treatment of the left superficial femoral and popliteal arteries. The patient's anatomy was reportedly scarred at the access site and tortuous. An unknown atherectomy device and unknown balloon were used during the procedure. Reportedly, the physician "noticed on the sheath after pulling out the balloon, some sort of imperfection or something and it did not seem right". The decision was made to remove the device. The dilator was not inserted prior to removal of the device, despite resistance being encountered upon removal. Another manufacturer's wire guide was in the lumen of the device at the time of separation. Another unknown device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.